Event description:
It was reported that the saw leaked during testing. There was no pt involvement and no report of adverse consequence.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.